Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime test and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked display window corner, reservoir tube lip, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was performed. The device was returned for analysis.